Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the locking bolt measuring device f/trochanteric fixation nails (part # 357.402 / lot # 4715494) was received at us cq. The device appeared to be in good shape, there was no evidence of device breakage. Upon disassembly of the device, it was identified that the ball and compression spring were missing from the slider body. The complaint was confirmed due to a finding of missing components. Device failure/defect identified? Yes; the device is missing components. Dimensional inspection: dimensional inspection was not performed due to definitive finding of missing components. Document/specification review: drawing(s) reviewed: (current & manufactured revisions), [top level], [slider assembly]. Conclusion: the overall complaint was confirmed for the received locking bolt measuring device f/trochanteric fixation nails as the device was missing its ball and spring components which impairs device functionality. Although no definitive root-cause can be determined, it is possible the stakes on the ball failed at some point during the device¿s lifecycle (15+ yrs) leading to the ball and spring falling apart and going missing. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part # 357.402, synthes lot number: 4715494, supplier lot number: 1232030, manufacturing site: synthes monument , release to warehouse date: 05-feb-2004, supplier: (B)(4), the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a locking bolt measuring device for trochanteric fixation nails was broken during a reverse logistics audit of the returned devices at millstone. There was no patient involvement and no additional information is available. This report is for one (1) locking bolt measuring device f/trochanteric fixation nails. This is report 1 of 1 for (B)(4).